Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2009 after the use of the product.

Manufacturer narrative:
Additional information has been requested and will be submitted upon receipt accordingly. This is one of two device reports associated with this event. Related manufacturer report numbers are 1225714-2013-00531 and 1225714-2013-00532.

Event description:
The additional information received alleged that the patient event was an acute myocardial infarction.

Manufacturer narrative:
This medwatch report is associated with MDR number: 1225714-2013-00532.